Event description:
It was reported that the high voltage cables were arcing. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the x-ray tube housing and high voltage connectors. System operates as intended.